Event description:
It was reported while testing with bd panel phoenix pmic-110 there was false resistance of staph with vancomycin. It is unknown what type of confirmation testing was performed. Multiple attempts have been made to obtain additional information, the customer has not responded.

Manufacturer narrative:
Investigation: this complaint is due to false resistance of vancomycin with staphylococcus aureus when using pmic-110 (449036) batch number unknown as it was not provided. No material batch number, lab reports, product returns or isolates were provided for investigation. Since the batch number was not provided, four (4) retention panels from batch 0259257 were tested for vancomycin using a phoenix m50 instrument. One (1) panel was tested using a qc strain of staphylococcus aureus a259257, and the remaining (3) panels were tested using various in house strains of staphylococcus aureus (4757, 9424 & a43300). All panels yielded the correct ID and correct mics for sensitive vancomycin result, per the package insert. This complaint is not confirmed. A review of quality notifications was unable to be performed as no batch number was provided. A review of prior complaints was unable to be performed as no batch number was provided. Complaint trending was performed and no trends were identified associated with this defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing with bd panel phoenix pmic-110 there was false resistance of staph with vancomycin. It is unknown what type of confirmation testing was performed. Multiple attempts have been made to obtain additional information, the customer has not responded.